Manufacturer narrative:
The customer's meter was received for investigation. The meter¿s circuit board was tested for damage or contamination and it was found the printed circuit board (pcb) was contaminated. The root cause is determined to be contamination of the contacts due to improper handling or maintenance by the customer. Medwatch fields d9 and h3 were updated.

Manufacturer narrative:
Occupation is patient/consumer. The meter was requested for investigation.

Event description:
We received an allegation of a display issue with a coaguchek xs meter. The customer complained the meter would not power on. The customer replaced the batteries and the power issue was not solved. Upon completion of a display test, the "888"s were visible in the results field, but the customer could not see the decimal point in the results field. The customer attempted a display test multiple times and the display test flashed "for a second." The customer stated the display was complete the last time they tested one week ago.